Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received an adverse incident notification from (B)(6),which reported the following: a physician reported a low readings issue with a patient's adc freestyle libre sensor, stating that a sensor scan result of 15 mmol/l was compared to a capillary blood glucose reading of 27 mmol/l. The customer experienced somnolence and decreasing consciousness, and was taken to the emergency hospital by ambulance. The customer was diagnosed with diabetic ketoacidosis and it presumed that treatment was received, although details were unspecified in the report. The physician further reported "the sensor is likely to have shown false for low values over several days, which has contributed to the not in time suspected diabetic-etoacial development as a cause of the patient's symptoms." Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an adverse incident notification from mpa (sweden), which reported the following: a physician reported a low readings issue with a patient's adc freestyle libre sensor, stating that a sensor scan result of 15 mmol/l was compared to a capillary blood glucose reading of 27 mmol/l. The customer experienced somnolence and decreasing consciousness, and was taken to the emergency hospital by ambulance. The customer was diagnosed with diabetic ketoacidosis and it presumed that treatment was received, although details were unspecified in the report. The physician further reported "the sensor is likely to have shown false for low values over several days, which has contributed to the not in time suspected "diabetic-etoacial" development as a cause of the patient's symptoms." Based on the information provided, there was no report of death or permanent impairment associated with this event.